Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous proximal left circumflex artery. The 2.5x20 mm apex monorail was advanced to the lesion and upon the first inflation, the balloon ruptured at 8 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was reported as "good."